Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms. Previously, the device was programmed to right ventricular (rv) only due to high lv threshold. Additional information was received indicating that the cause of the impedance issue was not determined. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.